Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that had a sawtooth appearance and pace impedance measurements of greater than 2,500 ohms, resulting in a lead safety switch (lss). Some non-sustained ventricular tachycardia (nsvt) events were observed with myopotential noise. This patient was not pacemaker dependent at that time and intrinsic rhythm was coming through. Technical services (ts) discussed programming and testing options with the health care professional (hcp). Additional information was then received that there was concern that this patient was experiencing pocket stimulation. It was noted that pacing was not occurring however, no syncope was observed. Ts recommended evaluation of the rv lead. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that had a sawtooth appearance and pace impedance measurements of greater than 2,500 ohms, resulting in a lead safety switch (lss). Some non-sustained ventricular tachycardia (nsvt) events were observed with myopotential noise. This patient was not pacemaker dependent at that time and intrinsic rhythm was coming through. Technical services (ts) discussed programming and testing options with the health care professional (hcp). Additional information was then received that there was concern that this patient was experiencing pocket stimulation. It was noted that pacing was not occurring however, no syncope was observed. Ts recommended evaluation of the rv lead. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited high thresholds in addition to the previous clinical observations. This patient underwent a revision procedure in which this rv lead was surgically abandoned and a new rv lead was implanted which remains in service. No additional adverse patient effects were reported.